Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an inguinal hernia repair on unknown date, three years ago, and mesh was implanted. Following the procedure, the patient experienced pain and continues to have pain issues to the current day. The physician prescribed medication to relieve the pain. The patient inquired if the mesh could be removed and the doctor opined that the patient would lose one of his testicles. The patient has decided to have the mesh removed. The last visit with the doctor was on (B)(6) 2014. Additional information has been requested.